Event description:
It was reported an atrial lead warning occurred with low impedances. P waves difficult to measure as very few p waves. The atrial lead remains in use with device left in current settings. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.